Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. They removed the pulsed field ablation (pfa) catheter and checked the left atrium, and found a pericardial effusion. The physician requested a transthoracic echo and found hemodynamically the patient was stable and the effusion was not getting larger. The physician decided to move forward to complete the second part of the procedure and completed the atrioventricular nodal reentrant tachycardia (avnrt) with no issues. In the end, the physician drained the effusion through a pericardiocentesis procedure. The patient was stable and was being moved to the intensive care unit (ICU) for monitoring. Ablation system available: pulseselect¿ pfa system (medtronic) / ngen¿ rf generator for the avnrt. Patient fully recovered however required extended hospitalization for 1-2 days for observation. The physician's opinion on the cause of the adverse event was the patient condition or the wire in pfa system. There was no evidence of steam pop. The event occurred post medtronic pfa of left atrial (la) pulmonary veins. There were no issues with flow rate changes at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. They removed the pulsed field ablation (pfa) catheter and checked the left atrium, and found a pericardial effusion. The physician requested a transthoracic echo and found hemodynamically the patient was stable and the effusion was not getting larger. The physician decided to move forward to complete the second part of the procedure and completed the atrioventricular nodal reentrant tachycardia (avnrt) with no issues. In the end, the physician drained the effusion through a pericardiocentesis procedure. The patient was stable and was being moved to the intensive care unit (ICU) for monitoring. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the patient condition or wire in the pfa system. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).